Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad) and left main coronary artery bifurcation. A 4.00 x 16mm synergy megatron drug-eluting stent was advanced from the left main coronary artery into lad. However, upon crossing into the left circumflex artery, the side strut mid stent was opened up compromising the ability to access the lad. It was also noted in the coronary angiogram that some strut was disrupted and blocking. The stent looked somewhat distorted on fluoroscopy. Chronic total occlusion dilatation balloons were needed to access the lad and completed the procedure despite challenges to re-access the lad. No patient complications were reported.